Event description:
The facility is complaining regarding the durability of the device therapy connector which has broken. The device was removed from use for repair by the local factory service representative. The complaint was not associated with a report of pt use.